Event description:
Revision surgery due to infection and the pathogen is unknown. At about 6 years and 1 month post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06 october 2023: lot 170292: (B)(4) items manufactured and released on 26-apr-2017. Expiration date: 2022-04-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.